Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down arrow keypad button was slow to respond and the keypad was torn near the up arrow. Reportedly, the tactile changes occurred prior to the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 08/23/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be torn over the up arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.